Event description:
Customer was pushed into a pool and now the buttons do not work. Customer is requesting a replacement. The blood glucose reading is 120 mg/dl. The kepad is not responding. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. Moisture found on lcd board and motor. The insulin pump received with cracked display window corners, cracked battery tube thread and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.